Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error alarm (variableinfo=3) confirmed in the insulin pump history file due to broken trace on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had hardware low level failures. The customer¿s blood glucose was 12.4 mmol/l. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.